Event description:
It was reported that 9 weeks ago an ac-tightrope blo was successfully performed. However, post operative it was found that the clavicula has a high stand. It was identified that the tightrope was placed correctly but did not hold. It was indicated by the surgeon that the patient most likely did not rest properly. As the patient does not have complications no additional surgery will be performed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.